Event description:
It was reported that patient was presented to office 2 months ago with painful left knee. X-rays showed subsided tibia. Scheduled for revision arthroplasty. Revised with triathlon stemmed tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding tibial baseplate subsidence involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays, primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was presented to office 2 months ago with painful left knee. X-rays showed subsided tibia. Scheduled for revision arthroplasty. Revised with triathlon stemmed tibia.